Manufacturer narrative:
Analysis inspected 1 random opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that they had calibration error alert and change sensor alarm glucose. Customer's blood glucose at time of incident was 119 mg/dl. Customer was advised to removed and change out the sensor. Customer was advised t proceed to sensor glucose versus blood glucose troubleshooting. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 119 mg/dl. The current sensor glucose value is 60. The sensor glucose and blood glucose is not within acceptable range. Customer was advised the sensor cannula being bent can't contribute to low sensor glucose readings. Customer was advised to return senor and we will ship replacement sensor.

Manufacturer narrative:
Analysis inspected 1 random opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.